Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on 07/06/2022. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).